Event description:
The complainant stated the head down and CPR function are not working.

Manufacturer narrative:
The account has not completed repairs. A follow up report will be sent once the customer discloses their investigation.